Event description:
It was reported that the patient presented remotely via merlin.net transmission. The left ventricular lead exhibited loss of capture. The patient was brought in clinic and the device was programmed to resolve the issue. No patient symptoms were reported.